Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button press did not respond he had to do it again and sometimes it works and sometimes it did not. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user as or up down button may be stuck. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a keypad overlay peeling, a missing display window cover, a stained keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. (B)(4).